Event description:
The user facility reported that one patient specimen tested positive for the mold, arthrographis following a bronchoscopy procedure. The infection control manager at the hospital reported that the patient was later readmitted, examined, and was provided anti-fungal medication, and released. The patient is reported to be recuperating and in good condition.

Manufacturer narrative:
The device referenced in this report has been sent to an independent testing laboratory for microbiological testing. The device will be physically evaluated after cultures have been obtained. The cause of the user's report cannot be determined at this time. This report will be supplemented as the report becomes available, and a physical evaluation on the device is performed. This report is being submitted as a medical device report in an abundance of caution. Add'l comments: the infection control officer has informed olympus that the subject device was identified through records, but did not culture the device. The facility has indicated that other bronchoscopes may also be suspect. Olympus contacted the facility several times via both phone and in writing to obtain additional information, but to date, the facility has not provided information regarding any other devices which may potentially be associated with this report. An olympus endoscope service specialist has been scheduled to visit the facility to investigate further, and to assess the reprocessing methods being used at the facility.